Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead measuring 13.7 cm from the connector pin was returned. External insulation abrasion was found at 12.1 cm to 12.2 cm from the connector pin, consistent with lead friction to the ICD. The etfe coating was intact at this location. Reliability laboratory technician; st jude medical crmd reliability laboratory; no complaint was received with return of the device. Failure (event) observed during analysis.